Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would "delay at times". In addition, multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was provided.